Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a system being used to deliver baclofen (concentration, dose, and lot number unknown) via an implantable infusion pump for unknown indication for use. The patient had an issue with her pump one time since her first implant. No additional information was available regarding the model/serial/lot number of the affected device, the event date, the specific product issue and patient symptoms, troubleshooting performed, actions/interventions taken, and root cause of the event, as well as the concentration, dose, frequency, lot number, therapy dates, diagnosis for use, concomitant drugs, and relevant medical history of the baclofen therapy. Additional information was requested and a supplemental report will be submitted if new information is obtained.